Event description:
Upon opening and setting up, two stray needles were found woven in the blue towel connected to the actual pack itself. All needles that were opened on the field were accounted for, and the needles did not have suture connected to either.